Event description:
It was reported, acetabular fracture due to osteolysis, revised with competitor cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding periprosthetic fracture and corrosion involving a tritanium shell was reported. The event of corrosion was confirmed from the material analysis, however the event of acetabular periprosthetic fracture could not be confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. Dark discoloration, adhered debris and surface texture variations were observed throughout regions of the taper. A dimensional inspection was not performed as it is not relevant to the nature of this event. A functional inspection was not performed as the event cannot be replicated. The material analysis concluded that: portions of the liner/shell taper interface were discolored and covered in dark adhered debris. The surfaces and debris were characteristic of a mechanically-assisted corrosion process. Nothing remarkable was observed on the remaining devices. No material or manufacturing defects were observed on the devices examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, the material analysis concluded that no material or manufacturing defects were observed on the devices examined. Further information such as x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported acetabular fracture due to osteolysis, revised with competitor cup.